Event description:
The following has been reported: "hospital reports ongoing issue with air bubbles in agilia vp mc wifi devices." Reporting due to the referenced issue. No patient was involved. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation and despite several requests for additional information, we did not receive anything that would allow us to go further with this investigation. Although we cannot confirm that the event is linked to a defective air sensor, please be informed that an internal CAPA is open to address the subject of "defective air sensor". This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.